Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).

Event description:
It was reported the patient received a replacement personal therapy manager (ptm) a few months ago. It was said the patient had to take the batteries out in order to ¿get it going." (B)(6) batteries were said to be used with the device. The patient also stated the device looked as though it gave a bolus when a bolus was requested, however, she said she couldn¿t tell for sure, as it didn¿t feel she received a bolus. Reportedly, the date was not changing from "july 1." The last pump refill was (B)(6) 2013. It was later reported the ptm had a ¿ptm2 not uploading information¿ message, as well as an inaccurate refill date. The patient saw the hcp and had the pump checked. The hcp did ¿everything they could¿ with their programmer but the refill date was still not updating. The batteries were taken out and it still wouldn¿t update. The hcp told the patient that she received the bolus, but the calendar was stuck on (B)(6) 2013. The patient used the ptm again, and the refill date was said to then be (B)(6) 2013. The patient checked the printout for the actual refill date at maximum activations and the refill date was (B)(6) 2013. It was then determined the pump was accurately reflecting the refill date programmed into the pump and that the pump needed to be updated. The patient stated she changed the batteries every couple weeks and had to change batteries after using it only 3-4 times. The patient was using alkaline batteries. The patient could not use the button to turn on the ptm unless they took the battery out and placed it back in. The patient was going to follow up with the manufacturer¿s repair department. The pump was used to deliver baclofen, bupivicaine, clonidine, and hydromorphone.